Event description:
From distributor's report, spouse reports that pt's left eye was glued shut during an application of product to laceration on bridge of nose. Spouse would not give names and requests for details regarding product placement, measures taken to treat patient and current condition have not been answered.